Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The receiver (part number stk-gf-001 g5/serial number (B)(4)/lot number 5206577) was returned on 07/30/2016. The returned receiver was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The receiver log was downloaded and, upon review, confirmed the reported event of inaccuracies. A root cause could not be determined.